Event description:
It was reported that the patient felt light headed and the symptoms were thought to be from oversensing and/or the ventricular sense response (vsr) feature. Vsr was programmed off and the symptoms became worse. The vsr was programmed back on and the ventricular sensitivity was reprogrammed. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4538 competitor implantable pacing lead (B)(6) 2006, 5076 implantable pacing lead (B)(6) 2006 (B)(4).